Event description:
The company was informed that the patient is experiencing intermittencies. External equipment was exchanged and programming adjustments have been made, however this did not resolve the issue. Device testing revealed that the device is functioning within specifications. Revision surgery will be rescheduled.